Event description:
The customer stated that a false negative axsym cmv igg result of 10.2 au/ml was generated on a male pt on 2007. The sample retested positive at 43.2 au/ml the same day on the same axsym analyzer. The sample tested positive again at 47.6 au/ml on the same axsym analyzer the following day. No impact to pt management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.